Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the reservoir had an air bubbles. The blood glucose at the time of the incident was unknown. Wife states the customer was filling the reservoir when the air bubble occurred. She was advised to place the reservoir back on the transfer guard and push the air bubble out. She states the air bubble was able to prime out. However, insulin leaked out from the bottom of the reservoir where the plunger was. The wife was instructed to use a new reservoir. The device will not be returned for analysis.